Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred. Additionally, it was reported that the touchscreen became unresponsive. Reportedly, the customer went into the pool for approximately 2 minutes. The reported issues did not impact the customer's blood glucose (bg) level and at the time of report the customer's blood glucose level was 139 mg/dl. Reportedly, the contact would contact the customer's healthcare provider to obtain an alternate method of insulin delivery.